Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the staple did not form. The staples dropped from the tissue. The staples were retrieved from the pt. The surgeon placed over stitches to close the tissue. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cartridge batch number, k4655f; cartridge position, loaded; casing position, forward; hook shroud condition, good; lockout slide position, unlocked; number of staples returned in cartr, none; retaining pin position, forward; safety position, unlocked and trigger position, closed. Functional tests & results: hook shroud condition, good; indicator function properly, yes; indicator setting when firing, 2.5; knob collar lockout slot condition, good; lockout slide tip condition, good; safety disengage properly, yes; staples fire properly, yes and staples form properly. Yes. Analysis conclusion: based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed across the entire staple line. There were no anomalies noted with the formation of the staples. The reported incident could not be recreated. Mfg and engineering have been notified of the reported incident.